Event description:
Caller reported damage to the pump housing surrounding the usb port, impacting their ability to charge the pump. There was no reported impact to the customer's blood glucose level as they declined to provide this information. Technical support arranged to replace the pump, and customer was to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.